Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Unf and pinnacle medical records received. After review of the medical records the patient was revised to address instability, dislocation and local tissue reaction. Operative note reported abundant amount of fluid pushing the capsule out, moderate amount of metal tinged fluid and small osteolysis in the femur. Clinical visit prior to revision reported pain, swelling, dislocated hip, walking difficulty, hip popped out and decrease range of motion. Clinical information for magnetic resonance imaging reported recurrent subluxation of right hip mom. Concern for malfunction, wear or pseudotumor. However, lab result for metal ions was below 7 ppb. Doi: (B)(6) 2007; dor: (B)(6) 2020; right hip.